Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin delivery at a blood glucose of 83 mg/dl and was concerned about inappropriate dosing; review of the algorithm step showed a 0.05-unit basal delivery, and education on basal delivery was provided. The event progressed to a low with a nadir of 63 mg/dl, and the device alerted for the low. Symptoms included no reported clinical manifestations. Outcomes included self-management with oral glucose and no outside assistance or medical intervention. Investigation included troubleshooting and user education regarding basal delivery and the adaptive meal announcement feature. Investigation of this case revealed appropriate basal delivery with no device malfunction observed and an unclear cause for the hypoglycemia, with a possible contribution from an earlier oversized meal announcement that the system will adapt to over time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.